Manufacturer narrative:
Based on the claim against the product by the customer noting their robot consistently delivers energy to inactive robot arm, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The video shows the surgeon air firing the monopolar energy with right hand and bipolar instrument grasping a small amount of tissue with left hand. After air firing with the monopolar the small amount of tissue with the left hand was cauterized. Technical support engineer (tse) reviewed logs and found no related errors. Tse contacted the field service engineer (fse) and hospital staff and confirmed the observations made by tse. Tse informed the customer that air firing the monopolar will cause the monopolar energy to look for a ground. Normally the ground is the patient, but when the bipolar is in proximity the bipolar is acting as an antenna for the monopolar energy. This will cause the bipolar instrument to cauterize the small amount of tissue in the jaws as energy passes through. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was conducted by the technical support engineer. The following additional information was provided: the video shows the surgeon air firing the monopolar energy with right hand and bipolar instrument grasping a small amount of tissue with left hand. After air firing with the monopolar the small amount of tissue with the left hand was cauterized. The probable root cause is attributed to the surgeon air firing the monopolar energy. The customer was instructed and educated on why the bipolar was cauterizing the small amount of tissue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, the system consistently delivered energy to inactive robot arm. Site provided a video of the issue. The video shows the surgeon air firing the monopolar energy with the right hand and bipolar instrument grasping a small amount of tissue with the left hand. After air firing with the monopolar the small amount of tissue with the left hand was cauterized. The technical support engineer (tse) reviewed the logs and noted no related errors. Tse contacted field service engineer (fse) and hospital staff and confirmed the observations made by tse. Tse informed the customer that air firing the monopolar will cause the monopolar energy to look for a ground. Normally the ground is the patient, but when the bipolar is in proximity the bipolar is acting as an antenna for the monopolar energy. This will cause the bipolar instrument to cauterize the small amount of tissue in the jaws as energy passes through. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.